Event description:
Customer reported that summit delivered low level of positive control to well a6 of a microwell plate. No error was generated by the summit. No death or serious injury was associated with this incident.